Manufacturer narrative:
The 9043 sling has not been returned to invacare. There is no allegation of a defect or malfunction, the 9043 sling is not the right fit for the pt.¿s needs. Should any future information suggest a defect or malfunction of the product invacare will update the record accordingly.

Event description:
The consumer was in a 9043 sling when she slid out of the sling feet first breaking her left tibia. The end user is stating that she needs a divided leg sling to better suit her needs.